Manufacturer narrative:
Additional information received indicated that that the patient had the ipg and paddle lead explanted and a new ipg and paddle lead implanted. The patient is reportedly doing fine. Additional suspect medical device component involved in the event: model # sc-8120-70 serial # (B)(4) description: artisan 2x8, surgical lead - 70 cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint could not be verified as the ipg had been exposed to electrocautery during the explant procedure. The ipg exhibited the typical characteristics similar to the analog ic damage due to the electrocautery usage. It was reported that electrocautery was used during the explant procedure. The stimulation outputs of the device were confirmed to be normal. The associated paddle lead was returned with damages typically caused during an explant procedure and not considered a failure. The lead appears to be pulled and cut.

Event description:
A report was received that the patient's stimulation would turn off without intervention. The ipg database analysis revealed no signs of premature battery depletion or battery anomalies. The (B)(4) met with the patient and discovered two contacts with low impedances. The bsn fce believes the problem can be isolated to the ipg. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information received indicated that a good faith effort was performed to contact the patient with no success. The physician does not plan on any further course of action at this time. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's stimulation would turn off without intervention. The ipg database analysis revealed no signs of premature battery depletion or battery anomalies. The bsn field clinical engineer (fce) met with the patient and discovered two contacts with low impedances. The bsn fce believes the problem can be isolated to the ipg. An ipg replacement has been recommended.

Event description:
A report was received that the patient's stimulation would turn off without intervention. The ipg database analysis revealed no signs of premature battery depletion or battery anomalies. The bsn field clinical engineer (fce) met with the patient and discovered two contacts with low impedances. The bsn fce believes the problem can be isolated to the ipg. An ipg replacement has been recommended.

Event description:
A report was received that the patient's stimulation would turn off without intervention. The ipg database analysis revealed no signs of premature battery depletion or battery anomalies. The bsn field clinical engineer (fce) met with the patient and discovered two contacts with low impedances. The bsn fce believes the problem can be isolated to the ipg. An ipg replacement has been recommended.